Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015 device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/02/2015 with the following findings: on investigation, the alleged inaccurate delivery issue was not duplicated. Review of black box data found that 5 days before the complaint date the pump was suspended manually and the suspension was confirmed multiple times. Black box also showed that the pump was powered off 4 days before the complaint date and the time/date was not reset correctly upon powered back up and the incorrect time/date was use until end of use. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Caps were not returned and test caps were used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were executed and recorded correctly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was over 400 mg/dl but below 500 mg/dl with extreme thirst and drowsiness. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter alleged that the event was associated with an inaccurate delivery issue. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes for bg issues and potential causes for perceived inaccurate delivery issues did not identify any assignable causes. The reported issue remained unresolved. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.